Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the head end of the bed was broken where the caster goes up inside the leg.